Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a notification regarding the audio beep issue and retainer ring. The customer¿s blood glucose during the incident was 120 mg/dl. The customer reported that the audio not working good. The customer reported that the reservoir ring was not damaged. Customer reports they did not hear the differences between the two audio beep volumes (1 and 5). The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly. The p-cap does lock properly.